Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/68 years old. A 70-year-old male developed cardiac tamponade requiring pericardiocentesis. A 79 year-old female developed transient dysarthria, diplopia, and ataxia one hour after an otherwise uneventful procedure. Immediate computed tomography revealed no intracranial hemorrhage or infarct demarcation. However, magnetic resonance imaging (MRI) on the next day showed small, subacute left-sided mesencephalic and hemispheric infarctions. A 54 year-old male developed postinterventional diplopia. Cranial computed tomography did not reveal any signs of acute embolism. However, MRI revealed chronic and subacute cortical microinfarctions but without a clear correlation to the acute symptoms. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pulmonary vein isolation and beyond: feasibility and acute outcomes of the lattice-tip dual-energy catheter for complex ablations circulation: heart rhythm o2, 2026, volume 7, issue 2 doi: 10.1016/j.hroo.2025.11.013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a study reporting on the ablation strategies, procedural safety, and acute efficacy of complex atrial ablation procedures using the lattice-tip catheter at a large tertiary care center. Three adverse events were reported. A 70-year-old male developed cardiac tamponade requiring pericardiocentesis. A 79-year-old female developed transient dysarthria, diplopia, and ataxia one hour after an otherwise uneventful procedure. Immediate computed tomography revealed no intracranial hemorrhage or infarct demarcation. However, magnetic resonance imaging (MRI) on the next day showed small, subacute left-sided mesencephalic and hemispheric infarctions. A 54-year-old male developed postinterventional diplopia. Cranial computed tomography did not reveal any signs of acute embolism. However, MRI revealed chronic and subacute cortical microinfarctions but without a clear correlation to the acute symptoms. The status of the devices is unknown. No additional adverse patient effects were reported.